Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by (B)(6), surgical patties are leaving alot of fiber during surgical procedure.

Manufacturer narrative:
The complaint sample was not returned to codman for evaluation; therefore, the evaluation could not be performed and the root cause of this complaint could not be determined. In the absence of the complaint sample, a complaints records review was conducted. The DHR/manufacturing lot traveler was pulled and reviewed for lot h43025. All information on the traveler indicates that the product was produced within specifications. Therefore root cause could not be determined. No corrective action will be taken at this time. We will continue to monitor future complaints on this lot number for similar issues. Should the product be made available for evaluation at a later date we will re-open this complaint and evaluate the product. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.